Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 70% stenosed, 35 x 2.5, concentric, de novo target lesion with a bend of <= 45 degrees was located in the severely tortuous and severely calcified left anterior descending artery. After crossing the lesion with a non-boston scientific (bsc) guide catheter and a non-bsc guidewire, pre-dilatation was performed with a 20 x 3 emerge balloon catheter. Subsequently, a 38 x 3.00 promus premier drug-eluting stent was advanced; however, during procedure, the anatomy was very tortuous and the support was weak so the physician pushed hard but was unable to cross the lesion. It was found that some stent struts were damaged so the physician completed the procedure with another of same device. Post-dilatation was performed with a 20 x 3 quantum balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
A promus premier ous mr 38 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage at the proximal end the stent struts are damaged, bunched and pushed in a distal direction away from the distal end of the proximal markerband. The crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 70% stenosed, 35 x 2.5, concentric, de novo target lesion with a bend of <= 45 degrees was located in the severely tortuous and severely calcified left anterior descending artery. After crossing the lesion with a non-boston scientific (bsc) guide catheter and a non-bsc guidewire, pre-dilatation was performed with a 20 x 3 emerge balloon catheter. Subsequently, a 38 x 3.00 promus premier drug-eluting stent was advanced; however, during procedure, the anatomy was very tortuous and the support was weak so the physician pushed hard but was unable to cross the lesion. It was found that some stent struts were damaged so the physician completed the procedure with another of same device. Post-dilatation was performed with a 20 x 3 quantum balloon catheter. No patient complications were reported and the patient's status was stable.